Event description:
The patient experienced diarrhea while the stimulation was turned on. He underwent surgery (unspecified) to fix the problem in 2009. The device was successfully reprogrammed and he was no longer having problems with the system. He had a 30-40% better quality of life.

Manufacturer narrative:
.